Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs), alleging that her one touch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged power issue began in the same month, at 5:00am. The pt claimed she did not make any changes to her usual diabetes regiment as a result of the alleged issue. However; approximately 4.5 hours later, she developed a cold sweat. In response to the symptoms, the pt stated that she treated self with food and/or drink. At the time of troubleshooting, the cca noted that the subject meter would not power on manually, nor when a test strip was inserted. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.